Event description:
Diabetes management consultant reported customer was hospitalized due to low blood glucose and that customer had been in and out of hospital several times before going on the pump. The diabetes management consultant also stated that customer was on the pump for only a week and then had tested pump and pump appeared to be working as designed.